Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action and returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 3830 implantable pacing lead (B)(6) 2009; 6947 implantable tachy lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the left ventricular lead had high threshold. It was later reported that there was a lead failure where the lead would only work at a 6 volt output, which caused early elective replacement indicator (eri) in the device. The lead and device were explanted and replaced. The patient was a participant in the (B)(4) study. No patient complications have been reported as a result of this event.